Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 12/22/2022, the following additional information was obtained based on the completion of failure analysis testing on the sureform stapler instrument that was involved with this event. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler sureform 60 instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. A review of the available logs showed no errors. An additional observation not reported by the site that was not related to the customer reported complaint was identified. The instrument was found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. No signs of corrosion found on the roll bearing. Common cause of this failure is attribute manufacturing. The instrument was transferred to engineering for advanced log review which confirmed the instrument had a firing failure on the 5th install of this instrument. Parameters of the error indicate the tissue was too thick and a blue reload was used. Firing failed at 91% with a firing peak force 2x normal. There were multiple pauses for compression on the failed fire, as well as the 1st firing of the procedure. Instrument was re-tested on an in-house system and passed all functional testing. The instrument clamped and fired onto a test foam successfully, unclamped, and moved intuitively. In-house testing did not replicate firing failures, therefore complaint is confirmed but not replicated. Cause of firing failures is not established. Additional observation was when the main tube was manually rotated, a high amount of friction was observed. High roll friction observed is likely a result of this instrument containing an undersized roll bushing. The roll bushing binds against the roll gear during main tube rotation, causing increased friction. No engagement failures were found for this instrument. Root cause of undersized roll bushing is supplier manufacturing related.

Event description:
Intuitive surgical, inc. (Isi) received a sureform stapler 60 blue reload as a discrepant returned material authorization (RMA) with no allegation. There was no alleged malfunction reported against this accessory. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer realized the stapler instrument was not firing while testing it prior to starting the procedure. The stapler was swapped out before being used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 blue reload and completed the device evaluation. Failure analysis investigation found the reload to have the knife exposed within the knife track. The reload was found to have a firing failure during the in-house inspection. There is no available log for review. Common causes of this failure mode are typically attributed to mishandling/misuse, for example, firing across a staple line or other obstructions. The reload was found to have blade damage. A common cause of this failure is attributed to mishandling/misuse. The reload was found to have cartridge damage and the location of the damage was where the knife blade was exposed. There was no missing material. A common cause of this failure is attributed to mishandling/misuse. The reload was found to have damaged pushers. A common cause of this failure is attributed to a component failure. No image or video clip for the reported event was submitted for review. The sureform stapler 60 blue reload does not get captured by procedure logs and as a result, a tool usage log could not be performed to determine when the reload was last used during a procedure. This complaint is being reported due to the following conclusion: failure analysis found the sureform stapler 60 blue reload to have pusher damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.